Event description:
It was reported that the patient's vibratory notifier could not be felt. The asymptomatic patient presented to the clinic for a device check. The device check proceeded normally and the overall longevity was noted to be 3.5-3.9 years until eri. Increasing the duration of the test and waiting until the test completed were not successful in demonstrating the alert. It was also reported that issuing the command while using the rf antenna was also unsuccessful. The patient will return to the clinic to receive a merlin.net transmitter and will continue to be monitored.